Event description:
Customer reported that during an infusion of tpn, the clamp that fits into the pump was found broken and leaking. There was no pt harm. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of a broken/leaking set was confirmed. During visual inspection of the set, it was noted that the silicone tubing was almost completely separated from the lower fitment and appeared ragged as if torn. The cause of the breakage at the lower silicone segment could not be identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported.